Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the device was not helping their symptoms. The patient said they drive the bus and had to keep getting off and running to the restroom. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they had tried all the settings and none of them have worked. They tried the number programs and they tried the letter programs. Yesterday they changed from program c to d. Patient leaves it on each setting for at least two week. The last one they left for ten days. Nothing was working. They went through more depends then usual. The only time they felt the stimulation come on was this morning. The patient drives a bus and doesn't have a long enough break to take off their pants and change the depends. The patient wears three depends and then just rips off the one closest to them that was wet. Some times the urine comes through their pants. They said they don't know how the manufacturer representative (rep) had it programmed. The patient texted rep this morning and they said they were on vacation until monday. The doctor took an x-ray before they left and said the implant could have moved and might not be in the right spot. Patient called scheduling at the urolog ist today and they were going to send a message to have someone call them about the x-ray. Told patient to wait for doctor's office to call back to let them know if the device is in the right spot. Agent explained if the device isn't in the right spot that would make since on why the therapy isn't working.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy was not working. The patient mentioned the doctor changed the program once on january 27th and again on february 12th, but they have not noticed any improvement in their symptoms. The patient also stated they don't feel the stimulation in different areas when the program was changed; in fact, they were not feeling the stimulation at all. The patient noted that the second time the program was changed, the doctor advised not to change it for 3 weeks. The patient further explained that during that visit, the therapy was somehow off, indicating that they did not use program 5 because it was off the entire time. Therapy information and general programming guidance were reviewed. The patient will maintain the stimulation level and continue to track symptoms. They were redirected to consult their doctor if the issue persists.